Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a week of implant, the right ventricular (rv) lead exhibited increased thresholds, and the lead was found to have dislodged slightly. The physician attempted to reposition the lead, however, the helix would not extend. The lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.